Event description:
It was reported that patient experienced issues with pump not recognizing insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional information was obtained, and no further action was required by technical support.